Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection done. The missing knob was found during visual inspection. The issue was confirmed. The cause is traced back to mishandling from the user. Replaced on/off control knob/cap. The device passed all functional test. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was missing a knob and preventive maintenance was needed. They verified with their biomed technical: "outside of the missing knob with cap there is no other physical damage to suggest it was dropped". No patient involvement reported with this incident and no patient harm/adverse event reported.